Event description:
While securing a hip implant cap in the hip plate, the tip of a t20 torx(r) screw driver broke off and remained with the hex head securing screw. The surgeon could not detach from the screw head and determined that there would be no adverse outcome if tip remained. Surgery proceeded and patient and case went well. Screw driver shaft sequestered and given to biomedical to send to mfg for analysis. Manufacturer response for t20 screw driver shaft, (brand not provided) (per site reporter): awaiting mfg follow up.